Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open and close could not be confirmed due to device condition. The entrapment is related to case conditions and cannot be replicated in a lab environment. The anterior and posterior foot had a separation. Based on observations from the returned analysis it is likely the foot caught tissue during closure causing the difficult to open or close and inhibiting removal. With manipulation the foot separated, and the guide broke inducing the entrapment. The investigation determined that the reported issue appears to be related to circumstances of the procedure. The reported patient effect of dissection is listed in the perclose prostyle instructions for use as a known patient effects of use with suture mediated closure device procedures. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated to yes. H6 correction: type of investigation code 4115 removed.

Event description:
Subsequent to the previously filed report, returned device analysis found that the anterior/posterior foot was separated. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of dissection is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the foot caught tissue as reported by the account due to the fibrous and tortuous vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional stenting procedure with a 6f sheath. Reportedly, the footplate could not be closed, likely because of the fibrous and constrained nature of the artery at this level. Attempts made to maneuver the device were unsuccessful. A 12f introducer was advanced contralaterally from the left femoral. The distal end of the device was captured using a 7f snare device to pull the introducer towards the right femoral triangle in contact with the blocked foot. The footplate was ultimately fully retracted. Extraction of the device via vigorous traction with counter-pressure by the contralateral 12f introducer. Suturing and hemostasis was achieved with the same prostyle device. An angiography showed a dissecting appearance with regard to the puncture, persisting despite the inflation of a 7x60 mm armada 35 balloon. A 7x57mm covered stent was used for treatment. Excellent result on the common iliofemoral junction and femoral tripod. Presence of an enclosed thrombus at the origin of the tibiofibular trunk which is treated by thrombo suction with a guide 6f catheter. Good end result. Closure of the left scarpa was done with a prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.